Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7125803.

Event description:
It was reported that the patient was experiencing pain at the lead insertion site and increased pain in the left arm. The physician believed that the patients feeling of pain was caused by lead migration. The patient underwent a lead removal and was doing well post-operatively. The explanted leads were discarded.